Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair is bowing in and the wheels are rubbing on the clothing guards.